Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was not included in the report. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The act button did not respond due to corroded keypad trace. The insulin pump was received with severely scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.